Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 32 mg/dl. Blood glucose level at the time of admission was 142 mg/dl. Blood glucose level at the time of the call was 270 mg/dl. Customer stated that this was his second hospitalization during that month. During troubleshooting, the insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.